Event description:
Related manufacturer reference number: 2017865-2022-41624. It was reported that at the patient presented to the emergency room due to extensive muscle stimulation in the right pectoralis and right arm. Upon review, it was discovered that the right atrial lead was dislodged, and the right ventricular lead was causing the muscle stimulation. Programming changes were performed, and it was decided to perform a lead revision. The ra lead was explanted, and the rv lead was repositioned successfully. A few days later the patient presented for a follow-up check and it was discovered that the rv lead was not capturing. It was noted that the lead dislodged due to the helix not extending because of the tissue in the helix. The lead was explanted and replaced. The patient was stable throughout the process.